Event description:
This spontaneous case was received on (B)(6)-2014 from a physician and concerns a (B)(6) female patient. The patient's medical history and concomitant medications were not reported. On (B)(6)-2014, the patient started treatment with restylane l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) injections, in her nasolabial folds (0.3 cc in each fold), and brows (0.2 cc in each brow) for dermal filling. The product lot number was 11383. Expiration date was listed as 11/14. Sometime in (B)(6) of 2014, the patient developed a huge granuloma reaction, bilaterally. The granuloma has been treated with 5-fu (5-fluorouracil) and steroid infections (kenalog), and thus the granuloma is much better than before. It was reported that the patient has had restylane l and juvederm (cross-linked hyaluronic acid) before, with no problem. The reporter did not provide a causality assessment. No further information was available at the time of this report. For reference purposes this case has been assigned the following tracking numbers: (B)(4).